Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was blank. When the screen came back up, he received internal clock comparison error, clock monitor frequency error, watchdog timeout, and software error alarms. The self-test passed. The insulin pump also alarmed button error and motor error. The customer was able to rewind the insulin pump. The insulin pump's keys were not responding and the time was scrolling. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error, unexpected blank display, clock monitor frequency, watchdog timeout, internal clock comparison or software error alarms were noted. The pump had a corroded motor home switch noted during visual inspection. All buttons functioned properly during testing. No button error alarm was noted. The pump as received with minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, or cracked battery tube threads. The lcd connector was inspected and no anomaly was noted.